Manufacturer narrative:
(B)(4). Returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. The tip, balloon, markerbands and shaft were microscopically inspected. Inspection revealed a pinhole in the balloon material located at the distal edge of the markerband. Functional testing was done by attaching an inflation device filled with water to the hub of the threader balloon catheter. When pressure was applied, a pinhole was found and water was streaming out from the pinhole. Inspection found the rest of the device free of damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that withdrawal difficulties occurred. Vascular access was obtained via the right femoral artery. The 48mm x 2.5mm, concentric, de novo, 95% stenosed target lesion containing a more than or equal to 90 degrees bend was located in the severely tortuous mid left anterior descending artery. A 330cm rotawire was advanced to the lesion. However, resistance was encountered and the wire failed to cross the lesion. Two non-bsc guide wires were subsequently advanced and successfully crossed the lesion. A 1.2mm x 12mm threader¿ balloon catheter was then advanced for dilatation. However, resistance was encountered and the device failed to cross the lesion. The physician experienced resistance in withdrawing the catheter, requiring several inflations of the balloon in order to successfully remove the device. Three other non-bsc balloon catheters sized 1.0mm, 1.25mm, and 1.5mm were also advanced but also failed to cross the lesion. After struggling for two hours, the physician decided to abandon the procedure as no devices could cross the lesion due to the heavy calcification. No patient complications were reported and the patient's status was stable.